Event description:
It was reported that a doctor had on going issues with a stimloc cap, and the doctor was very frustrated. It was noted that the doctor had concerns that the screw holder was unreliable, the tool used to place the closing mechanism/clamp did not always engage, and the closing mechanism did not always ¿sit neatly¿ even when the base plate/ring was installed flat. It was noted that these were general concerns and it was unclear if any or all of these concerns occurred with this device.

Manufacturer narrative:
(B)(4).